Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 380cc, serial number (B)(4), catalog number 3503380. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a saline mentor smooth round high profile 380cc and experienced deflation on the right breast implant. The deflation was diagnosed by the healthcare professional by a medical examination procedure on (B)(6) 2018. As a result, the patient had undergone explantation and replacement on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 5639022 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 06/12/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 06/12/18, it was reported to mentor that the date problem observed was (B)(6) 2018. The replacement device was gel mentor memorygel breast implant 450cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/27/18, it was reported to mentor that device evaluation and investigation have been completed. The device was received with no fluid. Brown material was observed within the device. During initial evaluation, the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the brown material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/12/18, it was reported to mentor that the serial number was (B)(4). Manufacturer¿s reference number: (B)(4).